Event description:
It was reported that the ¿catheter was not functioning¿. A catheter revision took place. No patient symptoms were reported that pertained to the event; however, the patient experienced ¿healing pain¿ following the surgery. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8596 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported symptoms the patient experienced included severe spasms. The catheter issue was a fractured catheter at "connection point". Troubleshooting had included catheter access port (cap) aspiration that was not successful. In terms of how the patient was doing now, it was reported "ok as far as we know". Operative notes were provided which indicated in terms of the indication for the procedure that the patient was having increasing dosages of baclofen without significant effect. The patient was up to 1500mcg per day of intrathecal baclofen and still had significant spasticity of her upper and lower extremities. Following the unsuccessful cap aspiration, the patient's mother was counseled for the likely need for intrathecal catheter revision. During the procedure, the pump was detached and kept on the back table sterilely. It was to be refilled with intrathecal baclofen while the rest of the procedure continued. The health care provider (hcp) then attempted aspiration of the catheter and there was no ability to pull any spinal fluid out. Using previous fluoroscopy, the right paramedian incision was opened up and the posterior portion of the catheter was then dissected. Further dissection down to the connector showed that there was a complete fracture of the catheter just proximal to the connection point. The intrathecal catheter was then removed from the abdomen and a "slight portion of it was fractured, but left in. Upon attempting to implant the new catheter, a touhy needle was used to try to access the previous insertion points and fluoroscopic x-ray was used to help with guidance. The hcp was unable to cannulate the previous trajectories and their attention was then turned to performing a laminectomy to attempt to put in the catheter. Following the laminectomy, the hcp was still unable to adequately cannulate the anterior dural space despite multiple attempts. Direct visualization under a nerve hook was used to try to attempt to feed the new catheter. It would not go superiorly adequately enough. A reconfirmation of the location of the laminectomy was performed by placing the ascenda catheter epidurally and a fluoroscopic x-ray was used to confirm that the hcp was in the correct location. Additional multiple attempts were used to feed the catheter superiorly without any success. It appeared th at the dura was collapsed from cerebrospinal fluid loss from the previous catheters. The hcp's attention was then turned towards another technique. A percutaneous approach was then tried superiorly in the sterile field and the hcp was then able to cannulate with fluoroscopic x-ray assistance in the cerebrospinal fluid space. Upon removing the guidewire stylet it was noted there was "no significant difficulty" pulling it out indicating the hcp was still in the cerebrospinal fluid space. Following successful implant of an ascenda catheter, the patient was set at a significantly lower rate of baclofen and would be observed for her baclofen level and for cerebrospinal fluid leak. The patient was then extubated and brought to the pacu (post anesthesia care unit) and would be observed on the floor for several days.